Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 07 aug 2025 from the home therapy manager (htm) of a 53 year old female patient with a medical history including end stage renal disease, who stated the patient experienced facial swelling, shortness of breath, tachycardia and chest pain during an in-center hemodialysis treatment on (B)(6) 2025 and was transported to the hospital. Additional information was received on 08 aug 2025 from the home therapy nurse (htn) stating the patient was administered intravenous diphenhydramine (benadryl) and methylprednisolone (solu-medrol), doses not specified and admitted to hospital. Per the htn, the patient has recovered without sequelae and was discharged on (B)(6) 2025.